Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 8.6 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer had a motor position encoder error alarm in addition to the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, operating currents, self test and off no power tests. However, the pump was received with stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to an erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.